Event description:
A malfunction code malf 12 was reported by the customer, but no notable events were mentioned before the malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and after assistance, the malfunction code did not recur. The customer was told to continue using the pump and to call back if the malfunction code reappeared, which the customer understood and acknowledged.